Manufacturer narrative:
Article citation: ghosh, t., duncavage, e., mehta-shah, n. Et. Al. A cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl). The american society for aesthetic plastic surgery. 2020; 1-42. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. [(B)(4)].

Event description:
Healthcare professional reported through the journal article "a cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl),¿ the event of "underwent an early revision due to ¿double bubble¿ deformity" and "consistent with reactive lymphadenopathy." There was no evidence of metastatic disease. This record represents the left side. The device remains implanted.